Event description:
New information received notes that programming changes were made and resolved the oversensing. The patient was asymptomatic upon interrogation and left the clinic in the same condition.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the asymptomatic patient presented in-clinic after receiving a patient notifier, post-paced t-wave oversensing on the ventricular channel was observed. Review of the electrograms confirmed the presence of t-wave oversensing. Programming changes were recommended.